Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a product performance issue. A new ra lead was implanted successfully. There were no adverse patient effects reported.